Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device mfg facility maquet critical care. Maquet critical care provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
The customer reported that while the ventilator was connected to a pt, it started alarming with uncontrolled gas flow. The ventilator was exchanged out with another one. There was no pt injury.